Manufacturer narrative:
Event was reported to have occurred on an unreported date in (B)(6) 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was unknown. Treatment for the event was not specified. It was reported that pd therapy was ongoing during the early stages of treatment and was withdrawn at the later stage of treatment. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient has recovered from the event. No additional information could be provided as the reporter declined follow up.